Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the customer's vapr wireless footswitch coagulate button would be pressed, but when the surgeon took their foot off the pedal, the wand would continue to coagulate for an additional couple seconds. The case was completed with this device with no patient harm or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary. The device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. On inspecting the device, deficiencies were found to be impairing device function. Per service manual operational and diagnostic analysis confirmed reported issue of non-functioning device repair activities performed: removed and cleaned pedal hinge screws performed technical bulletin 13v5-21 as per the service manual. Further information regarding the cause of the defect has been provided in the report to help determine a root cause for this failure. The root cause for the failure is due to corrosion of pedal hinge screws which were removed and cleaned to restore smooth pedal movement. The testing of the unit was completed as per the service manual. The unit passed all functional tests and is fully operational. This complaint can be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).